Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. Green residue/corrosion was found at the m15 connector. The bend relief was also found torn at the sensor end. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed. Customer zip/postal code exceeded maximum allowable digits, zip/postal code is as follows: (B)(6).

Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
It was reported that the "sensor's led on, readings for couple of seconds then goes off." No known impact or consequence to patient.